Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the intensive care unit for continuous renal replacement therapy. During dialysis, a short period of bradycardia was noted. A boston scientific representative was called to check the patient's device and it was determined that pacing impedance on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been high out of range all year and that there was no capture at maximum outputs. However, the patient is 0% paced and sensing was good, so the physician elected not to intervene with the implanted system. This ICD and the rv lead remain implanted. No adverse patient effects were reported.